Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 5 bursts of inappropriate anti-tachycardia pacing (atp) and 6 electric shocks for what appeared to be atrial driven rhythm. Technical services (ts) reviewed report with the clinician. Device remains in service. No additional adverse patient effects were reported.